Event description:
It was reported that there was an attention dialogue box noting elective replacement indicator (eri) occurred in 2009. The eri condition was not within the expected longevity range. It was recommended that the pump be replaced. The pt had been tight over the past weeks, but it was believed to be related to other medical issues related to the pt's kidneys. The pt's pump contained baclofen. The nurse was not aware of any off label use with the pump. Telemetry strips were sent in which confirmed eri had occurred. No abnormalities were noted on the telemetry strips. Additional info received reported that the pump was replaced. It was reported that there was no pt injury. Following explant, an alarm was heard and confirmed with telemetry indicated a critical alarm due to motor stall, reset occurred, and 40 hour tube set message. The alarms were silenced. Additional info has been requested, but was not available as of the date of this report.